Event description:
Reporter called stating that back in 3/1997, when he first got the meter, he received the er1 message. Reporter was not sure why but he retested and got a satisfactory blood glucose reading. Upon reviewing technique it appeared reporter was using meter and products correctly. Reporter uses confirmation dot and color chart.